Manufacturer narrative:
Field service specialist (fss) confirmed all vacuum levels were within specification on arrival. Fss replaced the vacuum regulator board and calibrated vacuum. Multiple daily alignment verifications were completed with a known good liquid optics interface (loi). Lois in use during the cancelled cases were tested and compared to the known good loi. The large lois would not achieve or hold suction on a sphere as readily as the control and typically required additional down force on the sphere to achieve the same result as the control loi. Manufacturer date is unknown as it was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a procedure and while laser was firing the system experienced a suction loss. Customer reported having to cancel cases due to being unable to achieve proper suction at the liquid optics interface which caused a patients¿ eye to shift. Patient was partially treated.

Manufacturer narrative:
Additional info: manufacturing site provided manufacturing date as october 2014.